Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) dialed in to the station, checked, and confirmed that the station's synchronization status was current. The tss then dialed in to the server, checked, and confirmed that the station's synchronization status was also current. The technical support specialist confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, was not communicating. The customer reported that the issue is due to a database synchronization failure, which prevents the server from communicating with the devices. There were no delay or adverse events or injuries reported based on this event.